Event description:
Event description cpi received information that the patient with this implantable pulse generator (ipg) was experiencing syncopal episodes. When pressure was applied to the pocket, pacing spikes were noted, but there was loss of capture.